Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada #16. Details of surgery: implant surface not completely covered w/bone and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene . The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and inflammation. No further patient complications were reported.